Event description:
Bd alaris pump infusion set used to infuse chemotherapy (doxorubicin/etoposide/vincristine infusion). Upon manipulation, the pump line broke below the blue rigid connector at the area of pump line that would fit into the alaris pump. FDA safety report ID # (B)(4).